Event description:
The physician believes that a dissection occurred during the procedure. He believes that the dissection was probably caused by the angioguard and not the non-cordis predilation balloon. The precise stent was successfully implanted. The following day after the procedure, angio revealed thrombosis in the implanted stent. The pt was given integrilin. Pt also showed neurological symptoms diagnosed as an ischemic stroke. No additional treatment was given for the stroke.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report# 9616099-2009-00195. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.